Manufacturer narrative:
It was reported that while transferring the patient from her bed to a chair, a strap on the mesh sling broke. The patient experienced a fall onto the floor. Following the fall incident, the patient was taken to the emergency department (ed) for evaluation. The patient was diagnosed with an unspecified clavicle fracture and she required sixteen (16) staples for a laceration that she experienced to her head. No diagnostic exams or results were reported to the manufacturer. No additional medical treatment or impact to the patient's plan of care was reported to the manufacturer. No lot/serial number was able to be provided to the manufacturer as the reporting facility indicated that the tag on the mesh sling was no longer legible. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported clavicle fracture, head laceration, and need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a mesh sling strap broke and the patient experienced a fall.